Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.1mm vicm5_12.1 implantable collamer lens, -08.50 diopter, into the cartridge and found a fold in the lens. The surgeon discontinued using that lens and there was no patient contact. A new lens was used/implanted and the problem was resolved. The reporter indicated the cause of the event was the device.